Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer experienced blood glucose levels (bg) ranged between 309-400's mg/dl, moderate levels of ketones and was stumbling a bit due to the bg level; no injuries were sustained. Manual injections were administered to address the bg level and a correction boluses was attempted to be delivered but an additional occlusion alarm occurred therefore a manual injection was administered to address the bg level. Infusion set changes were performed to address the occlusion alarms. The customer declined troubleshooting with tandem technical support to determine a possible cause of the current occlusion.